Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: b5, h2, h6, h11. Corrected fields: b3. In addition, the following reportable malfunctions were identified during the device evaluation: white residue inside the channel. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue inside the channel.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the colonovideoscope had a black image. Based on the results of the investigation, the probable root cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the colonovideoscope had a black image. There was no patient involvement.